Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
It was reported to philips that "the customer believes the defibrillator should have shocked this vt (ventricular tachycardia) but AED mode of mrx advised no shock." The patient involved was being treated for a cardiac arrest on (B)(6) 2017 at 6:44 pm on the regular ward in a hospital. The clinicians connected the patient to the device with pads leads in monitor mode. The device immediately displayed an 'extreme tachy' alarm for the displayed rhythm of a wide complex, regular tachycardia with a rate of approximately 220 beats per minute. The clinicians switched the device from monitor mode to AED mode and rhythm analysis was started. When the AED mode rhythm analysis was completed, a 'no shock advised' message was given. Advanced life support (als) trained personnel arrived as the device stated 'no shock advised', assessed the patient and the patient's rhythm, switched the device to manual mode, and successfully shocked the patient into a perfusing rhythm referred to as 'return of spontaneous circulation (rosc)'. The clinicians continued cardiopulmonary resuscitations (CPR) until the patient's condition improved to a stable sinus rhythm. The resuscitation officer reported that the patient outcome was not adversely affected because the als team performed intervened to performed the shock in manual mode.

Manufacturer narrative:
Problem statement: it was reported to philips that "the customer believes the defibrillator should have shocked this vt (ventricular tachycardia) but AED mode of mrx advised no shock." Patient involvement: the patient involved was being treated for a cardiac arrest on (B)(6)2017 at (B)(6)pm on the regular ward in a hospital. The clinicians connected the patient to the device with pads leads in monitor mode. The device immediately displayed an 'extreme tachy' alarm for the displayed rhythm of a wide complex, regular tachycardia with a rate of approximately 220 beats per minute. The clinicians switched the device from monitor mode to AED mode and rhythm analysis was started. When the AED mode rhythm analysis was completed, a 'no shock advised' message was given. Advanced life support (als) trained personnel arrived as the device stated 'no shock advised', assessed the patient and the patient's rhythm, switched the device to manual mode, and successfully shocked the patient into a perfusing rhythm referred to as 'return of spontaneous circulation (rosc)'. The clinicians continued cardiopulmonary resuscitations (CPR) until the patient's condition improved to a stable sinus rhythm. Paul slater, resuscitation officer, reported that the patient outcome was not adversely affected because the als team performed intervened to performed the shock in manual mode. Rhythm strip review summary: the device identified the rhythm as ¿extreme tachy alarm¿ and not vtach. The arrhythmia algorithm from monitoring mode did not report vt, so it seems that the beats may be been narrow enough to not meet the threshold for certainty of vt vs. An svt for either algorithm (arrhythmia monitoring or AED). The AED algorithm responded quickly (6 secs vs 9 sec) so it was fairly certain of its decision (didn¿t need a confirming window) as would be expected for a very consistent rhythm. Device evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse attempted to contact the customer but the customer did not respond. The fse did not perform an evaluation on the device. Resolution and disposition: the device was not evaluated and no repair was performed by the fse. The device remains with the customer. Records review: this complaint does not involve an alleged unresolved problem, repeating issue, or observation of poor quality. Product history: in the past 12 months, there were 189 other cases (approximate average of less than 16 per month) of no parts replaced related problems. The serial numbers indicate a large span of manufacturing dates. Four of the 189 complaints involved serious injury (si) and twelve involved death. None of the si cases were adverse patient outcomes attributable to the device use. The death cases were independent of the clinical actions taken and not attributed to the device behavior. This is a variably occurring issue with no indication of increase or causing or contributing to serious injury or death and no further investigation or action are warranted. Corrective action: this complaint is not related to any existing CAPA. This complaint does not indicate the presence of a systemic problem or emerging issue. Conclusion: philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Customer communication: the customer has requested and will receive communication regarding the results of the investigation.